Manufacturer narrative:
Should additional information become available, this event will be updated.

Manufacturer narrative:
Additional information recieved suggests that a dislogment was also suspected but not confirmed.

Event description:
Boston scientific received information that the physician suspected that the right ventricular (rv) lead was placed when implanted in the posterior cardiac vein. In additional a perforation of the vessel was suspected. Loss of capture as well as out of range pacing impedances were confirmed. The patient was transferred to another hospital for a revision. No adverse patient effects were reported.

Event description:
Boston scientific received information that the physician suspected that the right ventricular (rv) lead was placed in the posterior cardiac vein when implanted. In addition a perforation of the vessel, loss of capture as well as out of range pacing impedances were suspected. The transfer of the patient to another hospital for a revision procedure is scheduled.

Manufacturer narrative:
Additional information received that the physician elected to remove the whole device and lead system. There was no boston scientific filed representative present at the revision thus no information was obtained regarding the reason the whole system was explanted. There was no confirmed perforation noted. The system will not be returned for analysis.